Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that during an implantation procedure, the right ventricular (rv) lead was advanced into the right atrium through the outer sheath. Under fluoroscopic observation, the physician noted that the coil appearance was different from usual. The lead was withdrawn from the patient, and visual inspection showed that the proximal portion of the coil appeared lifted or partially detached from the lead body. Although no noise or abnormal electrical signals were observed, the physician was concerned that the coil could potentially become entangled with a blood vessel or the myocardial wall. As a precaution, the lead was not implanted and was replaced with another product to complete the procedure. No patient complications have been reported as a result of this event.